Manufacturer narrative:
Block b3: exact date unknown, event date used was the explant date.

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The reported event cannot cause a serious injury or a serious deterioration in the state of health of the patient, user or other person, and should not have been reported on a 3500a MDR form.

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason. Additional information was received that the reason for the revision was due to the patients implantable pulse generator (ipg) was giving an end of battery life message in the remote control. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to initial emdr in field g3 which should have been 02/02/2024.

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason. Additional information was received that the reason for the revision was due to the patients implantable pulse generator (ipg) was giving an end of battery life message in the remote control. The patient was doing well postoperatively.